Event description:
During use for cardiopulmonary bypass, the extracorporeal tube guide associated with the roller assembly appeared to be bent. While no malfunction of the pump actually occurred, the condition could potentially lead to a pump or tubing failure. There was no adverse consequence to the patient as a result of this event.

Manufacturer narrative:
Complaint was reported as "tube guide is bent." Instead the service representative confirmed that the bolt holding the roller tube guide was cross threaded into the slide brushing. This is not a result of normal wear. Service representative also confirmed that the roller tube guide was not cross threaded on his last service call on 11/30/2007, which indicates that the cross threading would have been performed by the customer. Note: the customer site uses a third party service company for some repairs.